Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a moderate tortuous segment of the proximal cx. During the insertion, the stent became damaged and got stuck in the vessel. The device was removed, and a new stent was implanted without any complications.

Manufacturer narrative:
Combination product: yes.